Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator was staying on even when she turns stimulation off. It takes forever for it to shut off. She knows her stimulation is turned off because when she goes to turn it off, ¿the numbers stop.¿ the patient had seen her health care provider and he wanted to take out the device, but she didn't want to. This had started occurring about 2 year prior to the report. The patient programmer needed a battery change. The patient had tried changing to new batteries, but was seeing a dead screen. It was recommended that the patient try new alkaline batteries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.